Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The device was subjected to, and passed, a series testing that verified the performance of defibrillation, pacing, sensing and recording functions of the device. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered numerous shocks which did not convert the patient out of ventricular fibrillation (vf). An external shock successfully converted the patient. A boston scientific technical services (ts) consultant reviewed strips which revealed the device detected the vf, however the signal then degraded to large complexes similar to ventricular tachycardia (vt) with fine vf in-between. The device began antitachycardia pacing to treat the vt.

Manufacturer narrative:
A boston scientific technical services (ts) consultant recommended considering programming the device to deliver all 41 joule (j) shocks until an appropriate safety margin was determined. It was also recommended to turn off antitachycardia pacing or programming to one zone unless it can be documented the patient has a treatable vt. Additionally it was recommended to reprogram the sensitivity to most. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received that this device was explanted due to normal battery depletion. The device was successfully replaced and was returned for analysis. This event will be updated when analysis is complete.